Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing vacuum issue before a procedure. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer explained that they continued using the system without issue following the reported event. No onsite service was required and was subsequently closed. The system was manufactured on june 17, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).